Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient woke up vomiting with high blood pressure. He went to the ER and there they took a bg reading which was 27.4 mmol/l while the cgm was 5.4 mmol/l and the ketone values were 6.3 mmol/l. The nurse administered insulin via injection and the patient was diagnosed with diabetic ketoacidosis. The patient was discharged from the hospital on (B)(6) 2025. At the time of the report the patient was ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.